Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, the bg value displayed as 'low' on the continuous glucose monitor (cgm). The suspected cause was due to the customer¿s personal profile requiring adjustments and preloading cartridges with insulin and storing the cartridges in the refrigerator. The customer consumed carbohydrates to address the low bg level, and the customer reached out their healthcare provider (hcp) and updated their settings to address the event. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.